Event description:
Technician alleged that the bed has no ground reading. No patient impact.

Manufacturer narrative:
The technician found the wire pulled out of the power cord plug. The technician stripped and rewired the ground wire to the power cord plug to resolve the issue.